Event description:
It was reported to philips healthcare that after opcheck, the heartstart mrx displayed a red x. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.